Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument tip could not be mounted on the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument for failure analysis investigation. The instrument was analyzed, and the complaint could not be confirmed. Functional testing of the device in an attempt to replicate the reported complaint is not possible due to the returned condition of the device. The mcs tip was returned with a missing retaining cover. The mcs rip ball was able to fit into an in-house instrument's socket and the scissor clevis' base is able to fit on the instrument. An additional observation not reported by site is that the mcs tip was returned with a missing retaining cover. The missing cover measured approximately 0.565" x 0.290" in size.